Event description:
On (B)(6) 2015 a patient contact our affiliate in (B)(6) to advise that the patient (pt.) Experienced pain od around day 5 of the wear cycle of an acuvue oasys for astigmatism contact lens (cl). The pt advised that he/she experienced redness after the suspect cl was removed. The pt advised that he/she was seen by an eye care professional (ecp) on (B)(6) 2015 and was diagnosed with staining od. The pt advised that he/she was prescribed levofloxacin eye drops and advised to discontinue cl wear for 1 week. The pt had a return eye appointment scheduled for (B)(6) 2015. On (B)(6) 2015 the affiliate in (B)(6) contacted the pt¿s treating ecp and additional information was obtained as follows: ¿(B)(6) 2015, the pt was seen at the clinic. The pt was diagnosed with infections corneal ulcer od. The ulcer was about 1mm in size, oval, located near the corneal limbus and off center at 11 o¿clock. The pt¿s corrected va od was 1.2. The pt was prescribed levofloxacin 0.5% eye drops 6id for od. The pt was instructed to return for follow-up in a week and to discontinue cl wear until then. On (B)(6) 2015, the pt returned to the clinic. The pt almost fully recovered.

Manufacturer narrative:
Fu #1 reported that the date of this report is 02/19/2015. The correct date for fu #1 should be 04/17/15.

Manufacturer narrative:
(B)(4). The pt was instructed to discontinue cl wear for another day. The pt was allowed to resume cl wear on (B)(6) 2015. The pt was instructed to reduce cl wearing time as much as possible. The pt was not instructed to return for follow-up. The pt was advised to return to the clinic if the pt should have symptom. The ecp determined that this event was cl-related, which was estimated from the shape of the ulcer, although the ecp was not sure if it was caused by improper cl handling methods or wrong cl prescription because the pt got cl prescription at another eye clinic. The ecp determined that the pt¿s symptom was moderate: it was not mild because the pt complained of comparatively severe pain and redness but it was not severe because the pt almost fully recovered in a week.¿ the lot # and the product availability are unknown at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One loose contact lens was received in a baggie, lot number was not provided. Qa chemistry lab identified the lens material as belonging to the senofilcon group. A visual test for contact lens was completed and no visual attributes were noted. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.